Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (ink spots) issue; alteration of liquid crystals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on and there were no ink spots observed on the display screen. Unrelated to the original complaint of ink spots on the display, investigation revealed that the display was dim, faded and discolored. Also unrelated to the complaint, the keypad cover was observed to be lifted at the ok button. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was contamination found under the up arrow, down arrow and ok button contacts.